Event description:
It was reported the pod fell off while the patient was in a swimming pool. The caregiver stated that nothing unusual occurred, but rather the adhesive just came off due to the water. The pod had been in use between 4 and 24 hours. It was reported that the patient uses overlay patches to reinforce adherence. No blood glucose readings were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone18.5 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.